Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the ventricular defibrillation rv lead. Device therapy was turned off and the issue was not resolved. Patient was stable.